Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to poor bone quality, 8 months after implant placement. Bone quality around the area was type IV, and oral hygiene around the implant was moderate. Bone resorption was observed during the implant removal surgery. The patient has since recovered.